Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous cardiac intervention. The pt was transfered to ccu post procedure. Two hours later the pt became hypotensive, was intubated, and received four units of blood. A CT revealed retroperitoneal bleeding and the pt underwent surgical repair of the right femoral artery. The surgeon stated bleeding was noted from the anterior surface fo the distal common femoral artery and it was repaired with suture. There was no documentation of the angio-seal device. The pt recovered and was discharged four days later.